Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was initially not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; the sensing integrity counter (sic) increased to 459 within one day and there were non-sustained ventricular tachycardia and high rate episodes with evidence of oversensing on (B)(6) 2015. A lead integrity alert was triggered on (B)(6) 2015. Subsequently, the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There was body tissue/fibrotic growth on the distal electrode and the helix was distorted due to pulling/stretching/overstress. (B)(4).

Event description:
It was reported that the patient presented to the electrophysiologist due to an alert triggered by a possible right ventricular lead fracture. Oversensing was observed with isometric movement, there was high impedance, and the ventricular sensing integrity counter (v-sic) was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.